Manufacturer narrative:
Concomitant medical products: a2dr01 ipg, implant date: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was complaining about not having energy "for a while"and their underlying ventricular rhythm is about forty beats per minute. The right ventricular (rv) lead exhibited no capture on telemetry. The rv lead was explanted and replaced. No further patient complications have been reported as a result of this event.